Event description:
During an svt ablation in the electrophysiology lab, the ge cardiolab system displayed "error" message on the screen. It then stopped real-time monitoring the patient. This patient was continually monitored by using the zoll defibrillator as a cardiac monitor. The ge system rebooted after three mins. The patient experienced no adverse affects.